Event description:
Unomedical reference number (B)(4). Event occurred in poland. On (B)(6) 2024, it was reported that patient faced an infusion set was leaking at site event. Infusion set was in use for 1 day. No further information available.